Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged obtaining the results of 4.7 mmol/l and 11.5 mmol/l back to back within 10 minutes on the aviva system. Reporter stated she took dextrose tabs to treated herself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.